Manufacturer narrative:
Device eval by manufacturer: the main coil, the introducer sheath, and the delivery wire were returned. It was observed that the main coil was bent and stretched at the coil arm, zap tip, and primary coil section. Moreover, the arm of the coil was detached. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection of the main coil revealed the components were within specification.

Event description:
Reportable based on device analysis completed on 17aug2024. It was reported that the coil was unable to advance in catheter. The target lesion was located in the splenic artery. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not be pushed out in the angiographic catheter. Heparin saline was continuously injected, and the coil was deformed and could not be used when it was withdrawn. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the arm coil was detached.